Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device allegedly did not work properly after the second firing. The knife got stuck and was released with great difficulty. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the instrument was used on the stomach at the antrum part. The event occurred after second stroke. Green colour cartridge was used. Green before and blue after the event. No buttressing material was used. Force for firing third stroke was much higher than expected. The knife did not return back automatically. Even after pulling the manual release lever it was difficult to get back the knife after four efforts the knife came back. It was also difficult to open the instrument also. The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted and knife worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.